Event description:
Both flap striae and loose epithelium was noted by affiliate and returned to tlc 1 month after treatment ((B)(6) 2011). (B)(4) would not improve substantially and requested 2nd opinion. We de-epithelialized (flap lift and rinse) and smoothed flap ou. Will monitor the healing closely at (B)(4) and with the affiliate. Will follow patient in conventional debridement protocol.

Manufacturer narrative:
Complaint folder (B)(4). Evaluation: field service specialist (fss) visited site after the reported event. He performed a scheduled preventative maintenance on system, performed (B)(4) software upgrade 1.12, performed (B)(4) encoder optical factor, performed (B)(4) ups battery replacement. Updated all system factory settings. System meets amo specifications. No problem was found. Method: actual device evaluated; mechanical test performed; visual examination. Results: device performed according to specs. Conclusions: no device failure. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.